Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated although error logs showed communications failures. Reseated monoblock controller and cables. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the system 8800 displayed a fatal error tth timeout. There was no adverse pt involvement reported. There was no pt info reported.